Event description:
The patient had been revised for massive osteolysis related to polyethelene wear. At this time; the co does not know if the explant is available for testing and the co has not been provided with any patient information.